Event description:
It was reported that "locking ring on hybrid plate broke as screw was being inserted."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.